Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor right atrial (ra) lead had an increase in ra lead impedance measurements, triggering the lead safety switch on the device. Impedances had been stable until (B)(6) 2017 when an abrupt change occurred. The impedances came down after that to around 350 ohms. Noise now seen on the atrial lead, which could be indicative of a lead issue or myopotential oversensing due to unipolar sensing. The patient was later seen in-clinic for evaluation. Isometrics and pocket manipulation was unable to produce noise. Noise only seen in the arrhythmia logbook. Device programming changes were made and the patient will be monitored. No adverse patient effects were reported.